Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced no motor movement or negligible movement. The customer's blood glucose reading was unknown. The customer stated that the pump was not exposed to high magnetic field. The customer stated that he was not able to rewind the pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed no motor movement error during rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due no motor movement error alarm. The insulin pump was received with operating currents within specifications and passed self-test. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, minor scratched case and minor scratched keypad overlay texture damage.